Manufacturer narrative:
The explanted ipg was not returned to bsn for further evaluation as it was discarded. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during a lead revision the physician elected to replace patient's ipg. The patient was having trouble charging and communicating with the implant. The patient is doing well following the revision.